Manufacturer narrative:
During the original surgery on (B)(6) 2016, alphatec records indicate two (2) distinctive style screws were implanted. Four (4) of each design. The quantity of each part number/description which have been reported broken is unknown. The 71340-14; 4.0 mm variable angle, self-tapping hexalobe screw, 14 mm (ti-6ai-4v eli). The 71540-14; 4.0 mm fixed angle, self-tapping, hexalobe screw, 14 mm (ti-6ai-4v eli). An evaluation is not possible at this time. The identifying lot number is unknown and has not been provided. The broken screws remain implanted within the patient's cervical vertebrae. The trestle luxe anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. Device implants include a range of plate sizes and bone screws to provide the versatility required for the specific indications noted. Fixation is achieved by means of a rigid plate that is surgically attached to the spine with bone screws. Implant plates are manufactured from surgical grade titanium alloy (astm f136) and nitinol (astm f2063) and the bone screws are manufactured from surgical grade titanium alloy (astm f136). All device components are intended for fixation/attachment to the anterior cervical spine only. It is intended that the implants be removed after successful fusion.

Event description:
Patient was involved in a work related incident. Hit in the back of the head with a steel I-beam. X-rays taken after the incident revealed 6 of 8 trestle luxe screws had broken.